Event description:
It was reported that the patient's stimulation was angled towards her vagina which cause pain. The patient's device was re-angled so the stimulation was felt in her rectum. Further information is being requested from the hcp.